Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: pla360400/12023131 and pla360400/12023132. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to renal (e.g., contrast toxicity, insufficiency, failure).

Event description:
On (B)(6) 2014, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2014, the patient suffered acute kidney injury due to the contrast that was administered to the patient during the procedure and was discharged from the hospital on (B)(6) 2014. On (B)(6) 2014, the patient was readmitted to the hospital and was diagnosed with a contrast induced kidney injury with underlying renal disease, respiratory failure, and sepsis. The patient was treated with diuresis for the renal replacement and the sepsis and respiratory issue were also resolved, the patient was discharged on (B)(6) 2014.